Manufacturer narrative:
A ge representative evaluated the system and ordered a sram card, but no conclusion can be drawn as further repair information has not been reported.

Event description:
The customer reported that the system displayed a checksum error message. This will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.